Event description:
Note: the event date is unknown. It was reported to boston scientific corporation, that an optiflo injection needle was used during an unspecified procedure. According to the complainant, the needle would not retract fully. The procedure was completed with another optiflo injection needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).